Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted (B)(6) 2022; 310c29 mitral valve, implanted (B)(6) 2015; 97714 ipg, implanted (B)(6) 2017; 977a260 lead (x2), implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. A new pacing system was implanted several days later. No further patient complications have been reported as a result of this event.